Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the complaint based on the condition of the returned device. All components were returned. A visual inspection showed that 5 bands remained on the barrel, portions of the trigger cord had come away from the barrel and was no longer properly retained under the bands; this is the most likely cause for difficult deployment of the bands. All 12 deployment beads are present on the trigger cord however they are shifted out of position on the barrel. Correct bead placement could not be verified due to the trigger cord still being attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. A function test was not performed to deploy the remaining band due to the condition of the returned device. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the device confirmed the report; both legs of the trigger cord were found to be extended away from underneath the bands; this is the most likely cause of difficult deployment. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the band could not be released during procedure. The user changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.